Manufacturer narrative:
Reference MFR. Report #3004209178-2015-23763 for information regarding the implantable neurostimulator involved in this event. Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A physician via a manufacturer representative reported that a patient lost therapy about 1 to 1.5 years prior to (B)(6) 2015. It was unknown if the change in therapy was sudden or gradual. There was an impedance issues and impedances were noted to be 4000 ohms on all combinations. A replacement occurred and when opening the pocket, the physician noted that the lead was completely broken and disconnected from the implantable neurostimulator (ins). The physician could "see blue" inside the header block and was unable to find/"fish" for the distal end of the lead, so it was left implanted. A new lead and ins were implanted on the opposite side of the body. There were no allegations of system use issues and it was unknown if the patient had recovered completely. No potential event cause was reported regarding this event. It was reported that the product would be returned to obtain analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead va020sv revealed all conductors of the lead are broken at their respective weld at the proximal sites. Insulation broken at the butt joint (proximal) sites.the conductor #3 broken at the connector #3 (proximal) weld site; the conductor #2 broken at the connector #2 (proximal) weld site; the conductor #1 broken at the connector #1 (proximal) weld site; the conductor #0 broken at the connector #0 (proximal) weld site.

Manufacturer narrative:
(B)(4).